Event description:
The reporter contacted animas on (B)(6) 2014 alleging the auto-off alarm goes off at the incorrect time and when it does, the last bolus taken does not appear in the history. The time and date were confirmed to be set correctly. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history/settings issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.